Event description:
It was reported that during a hapatic embolization, coating sheared off. The target lesion was located in the hepatic artery. The physician used a 135cm renegade hi-flo infusion catheter during the procedure. Upon removal, the physician noted the midshaft outer coating of the device coating sheared away and revealed the inner lumen and wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).